Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2026, 13:00 a venous blood sample was measured on the abl90 flex plus analyzer (serial number: (B)(6)) and a potassium result of 6.1mmol/l was obtained. A plasma sample was measured on a different instrument on (B)(6) 2026, 13:24 and a potassium result of 3.8mmol/l was obtained. Both blood gas and heparin sample were collected at the same time and there was no haemolysis comment attached to the general chemistry result.